Event description:
It was reported that during an arthroscopic shoulder surgery, when the anchor was implanted it broke. A backup device was used to complete the surgery.

Manufacturer narrative:
A visual assessment confirmed the reported breakage. The distal tip of the anchor has broken off at the suture eyelet. Broken portion of the anchor was not returned. The proximal end of the anchor remains on the insertion device and is positioned forward of its customary location. The distal end of this piece is cracked and is burnished at the break area. Removal of the anchor showed the one of the two inserter tines have broken off the remaining one is bent. The condition of the device indicates off axis insertion took place. Per the devices IFU (B)(4) ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. Further investigation is not warranted at this time.